Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d9, h3, h4, h6 and h10. A field service representative (fse) went onsite to inspect the equipment. Troubleshooting was completed and it was confirmed that there was no picture due to a circuit board defect. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image failure was caused by a failure of the patient-board set. In addition, it¿s probable the printed circuit board's (dr board) op-amp circuitry was not properly designed, or the video connector was not connected properly, resulting in a failure. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, the evis exera iii video system center was unable to display no image with the 180 series scope. The maj-1430 was exchanged. However, the issue persisted. The event occurred during procedure. And there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device will not be sent in for evaluation and repair. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.